Event description:
The pt was experiencing increase pain. On 5/24/2005, 2 roller tests were performed. The roller did not turn one time and turned another. The pump was explanted and replaced due to possible gear problems. The pt outcome was reported as uneventful.

Manufacturer narrative:
H6-device analysis not available at the time of this report.